Event description:
While deploying a 23mm sapien xt valve via transfemoral approach, the delivery system was pushed during final adjustment and the valve landed about 20:80 [aortic/ventricular]. The valve was on the verge of embolization so a second 23mm valve was quickly deployed to secure the placement of the first valve; there was no residual aortic insufficiency. The event was attributed to the operator moving the valve during deployment. The patient had moderate annular/leaflet/aortic root calcification. Coaxial alignment of the delivery system and the valve was good. Image intensifier angle was good. Ventilation was held and there was no loss of pacing capture during valve deployment. The patient¿s ejection fraction was 70%. The pvl was attributed to the valve being slightly too aortic, and/or to the calcium preventing the valve from sealing or fully apposing to the annulus.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, a procedural factor [movement of the delivery system by the operator during valve deployment] appears to have contributed to the malposition of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.